Event description:
For abbott freestyle libre 3 cgm (continuous glucose monitor) complaint system (customer: (B)(6) 2025) "urgent low blood glucose alarm cannot be modified" sleep pattern disruption I'm a healthy, 70-year-old male, that purchased the abbott freestyle libre 3 under a metabolic health program developed by the (B)(6). Program is designed to educate and support those trying to optimize their metabolic health and better understand how their body metabolizes glucose. I am not diabetic, and occasionally my hba1c has hit 5.7%. As a typical senior male, I have nocturia. It is fairly common, for me to get up to urinate 3-4 times per night. About every 90 minutes to 2 hours. This alone makes it a challenge to get recuperative sleep and probably is a challenge to my metabolic health due to my disruptive sleep pattern. After applying this cgm, in about (5) five nights, I believe I received up to 2-3 (nightly) urgent low blood glucose alarms that woke me from my sleep. These are loud, obnoxious alarms that anyone would want to shut-ox immediately so I have the iphone on my nightstand. Waking up an additional 3-times in addition to the nocturia trips to the bathroom, puts me at 6-8 "wakeups" each night. This is maddening/torture and preventing me from getting quality rest and seems counterproductive to my goal of healthy sleep and healthy metabolism. During the first session of our metabolic wellness class, we were told that the accuracy of the device at night is diminished and in addition, sleeping on the side where the device is located impacts the accuracy. In other words, the urgent low blood glucose warnings, the device may be generating, may be false warnings this device seems to need a way to shut these warnings ox while sleeping. Perhaps a big, red, "sleep" button on the "home" page that allows you to shut them ox when their accuracy is questionable. In addition to the (5) five nights of torture I have already experienced with these alarms, yesterday, since I was extra tired, I decided to take a nap around 4:00 p.m. And smack in the middle of my typical 90-minute nap, the alarm went ox again. This has been really upsetting and stressful and I feel sleep deprived. So last night I researched on the internet how I might turn these ox on my iphone the cgm (continuous glucose monitor) support materials imply there is no way to do this. I ended up adjusting: airplane mode (on) do not disturb (on) wifi (off) bluetooth (off) somehow the combination of the above seems to have worked, and I was able to get a better night's sleep. When I woke up this morning and looked at the cgm (continuous glucose monitor) app, it appeared that the data might have still been there during the "ox" time, but the lines were red. If the above "turning-ox" scheme had failed, I intended to remove the device in the morning and ask for a refund. Please make this alarm user adjustable and provide a "sleep" button. Abbott case: (B)(4) call recorded. I reported this to abbott on a recorded line with this case number.